Event description:
During preventative maintenance of the device, the service rep observed that the reverse direction switches would not function as expected. Further observation discovered the edges of the membrane panel were corroded. The rep replaced the membrane panels which resolved the problem. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.